Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Notice of legal claim received. Notice alleges pain and injury. Update: 3/4/2014 - litigation received. Doi updated. Dor provided. Litigation alleges elevated metal ion levels. There is no new additional information that would affect the investigation. This complaint was updated on: 03/19/2014. Update rec¿d 11/26/2014 - medical records received. Part and lot information provided. Upon revision, osteolysis, a discolored membrane in the bursa, and metal debris from hip wear was noted. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: 12/22/14.